Event description:
Report received from the (B)(6) stating that service was required for the device. During service, a bent drive shaft was noted. It is unknown if the device was being used during surgery or if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a bent drive shaft. If additional information becomes available, a supplemental report will be submitted. (B)(4).